Event description:
A 2.5mm diameter x 30 mm length endeavor mx2 drug eluting coronary stent delivery system was inserted into a pt for the treatment of circumflex artery lesion. Lesion morphology was described as regular narrowing. The lesion was pre-dilated and when the stent was deployed, the physician noted that the distal plaque had moved. The physician decided to deploy a second endeavor stent, 3.0mm x 30mm, distal to the first. It was reported that as the physician was advancing through the first stent, he felt slight resistance but crossed fine and deployed the stent. The delivery system was withdrawn and the physician went back to post-dilate inside the first stent because the physician saw abnormality in the middle of the stent. The physician thought he could clearly see that the stent had broken into 2 pieces, which he confirmed with an ivus. The physician then went with a third endeavor, 3.0mm x 30mm, and placed it in the section where the stent broke into 2 pieces. The pt was reported to be fine.

Manufacturer narrative:
Results: lack of info (no films or operative report were provided); conclusion - lack of info (no films or operative report were provided). Pt (required secondary intervention). Other (stent fracture).